Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unable to be inserted into the sheath. After the insertion issue occurred, intra-aortic balloon pump(iabp) therapy was completed. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site city - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unable to be inserted into the sheath. After the insertion issue occurred, intra-aortic balloon pump(iabp) therapy was completed. There was no reported injury to the patient.